Manufacturer narrative:
The component that was replaced was the field generator, not the axiem box. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. There was conflicting information regarding parts replaced at the time of filing, therefore further investigation is ongoing to clarify the information. No parts have been received by the manufacturer for evaluation. Evaluation result code was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was having trouble tracking their patient tracker and other instruments. They swapped for the other navigation on the site, and without changing anything else in the setup the issue resolved and the continued the case. Troubleshooting involved replicating the issue until a reboot, after which the system functioned normally and they could no longer replicate the issue. The manufacturer representative was on site and observed the fan vents on the system were clogged with dust and both the non-invasive patient tracker (nipt) and instrument trackers were flickering in time (both go off, then back on, at the same time).

Manufacturer narrative:
Additional information: the system checkout was updated and confirmed that the axiem box was replaced. A system checkout performed after part replacement confirmed the system is operating normally. If information is provided in the future, a supplemental report will be issued.